Manufacturer narrative:
Submit date: (B)(4), 2010. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a peritoneal dialysis catheter. The customer reports a case of suspected peritonitis in a female pt of unk age from (B)(6) following peritoneal dialysis. The pt received implantation of the tenckhoff device on (B)(6) 2010 and the symptoms of peritonitis started on (B)(6) 2010. The pt was treated with gentamycin and vancomycin and was recovered on (B)(6) 2010. The cause of peritonitis is unk. No reported defect in catheter.